Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right atrial lead was not capturing or sensing. Fluoroscopy performed on (B)(6) 2018 confirmed that the lead was dislodged. The lead was explanted and replaced. There were no adverse events as a result of this incident. The patient¿s condition was stable before, during and after the procedure.